Manufacturer narrative:
Updated: updated: h6, h10. Corrected: d8. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material adhering to the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, due the observed crack/chip in the lens, the foreign material may not have sufficiently been removed during reprocessing. The event may be prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿·important information ¿ please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to light guide lens had foreign objects due to insufficient cleaning, the additional findings are as follows: air/water cylinder and suction cylinder had discoloration; the label on the suction connector was peeled; due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; objective lens had crack; light guide (lg) lens has a crack; connecting tube had buckling; and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had the ligation loosens at the distal end. There was no patient harm associated with the event. The device was returned and evaluated, and the light guide lens had foreign objects. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.